Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was unable to verify failed battery test alarms due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked tube threads, minor scratches on lcd window and with stripped battery cap coin slot.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was over 180 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.